Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six hours after the appendectomy procedure under cep anesthesia, the patient reported pain in the calf. The nurse checked and found that the calf had a burn range of 1.5 cm by 1.5 cm. The relevant medical staff and nursing staff were promptly organized to find out the cause of the event and comforted the patient. The nurse did skin care and dressing changes and prevented occurrence of infection. During the operation an electrosurgical generator was used to separate and coagulate body tissues, thereby achieving the purpose of cutting and hemostasis. The negative plate of the electrosurgical generator was close to the patient's calf muscles.